Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The iesu was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments. This iesu will be return to the original equipment manufacturer. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had powered out and site tried to power the unit back on but the issue remained. Site heard a popping sound before the erbe went black. Technical support engineer (tse) reviewed the logs but found no related logs and recommended moving the power cord to another outlet however or was extremely limited on power outlets. Tse advised a bypass option would be the use of a force triad if the customer had one. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. There was no patient injury. The case has been completed with the e100 finally. The customer used a vse to complete the case. The incident lasted around 10/15min, just the times to call the hotline, which was very reactive. It was a total nephrectomy and it was not a critical situation.